Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited a vad stop and the back up controller was use to restart the vad. Additionally, it was reported that review of log file data revealed history of multiple motor start events with parameters outside of the typical range.  The ventricular assist device (vad) remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the manufacturer received product performance data. Manufacturer's analysis subsequently revealed controller losses of power. The controller remains in use.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-dec-2021 / serial #: (B)(6) UDI #: (B)(4) d9: no h3: no h4: mfg date: 09-dec-2020 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) ((B)(6)) and the controller ((B)(6)) were not returned for evaluation. Log file analysis revealed that (B)(6) was the backup controller. Review of the alarm log file associated with (B)(6) revealed a vad disconnect alarm was logged on (B)(6) 2021 at 10:34:52, likely due to the controller being powered on without the driveline connected. Log file analysis revealed two (2) controller power ups with associated motor start events on (B)(6) 2021 at 10:09:49 and at 10:11:36. Review of the data log file revealed that the controller was not in use prior to the first controller power up event; the controller last had power on (B)(6) 2021 at 16:02:53, indicating that the power up event most likely occurred during a controller exchange. The data point prior to second loss of power revealed that (B)(6) was connected to power port one (1) with 94% relative state of charge (rsoc) and no power source was connected to power port two (2). The data point recorded after the second loss of power revealed that no power source was connected to power port (1) and (B)(6) was connected to power port two (2). No anomalies were observed leading up to the second loss of power. The controller was without power for 18 seconds. Additionally, log files did not reveal any vad stopped alarms within the analyzed period; however, the pump stop during the controller loss of power event likely corresponds with the reported vad stop event. In addition, log file analysis revealed motor start events recorded on (B)(6) 2021 at 10:09:50 and 10:11:36 in which the motor start parameters were atypical. Review of the alarm log file also revealed a high watt alarm logged on (B)(6) 2021 at 10:09:55. As a result, the reported event was confirmed. Based on the historical review of similar high-power events, the most likely root cause of the observed high power event may be attributed to the increased power consumption required by pump start event following the atypical motor start event. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Based on the available information, a possible root cause of the losses of power can be attributed to a disconnection of both power sources, to an intermittent disconnection on one or both power sources, and/or to a controller exchange. CAPA pr00551638 is investigating controller losses of power. Additional products: d1: controller d4: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.